Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds and high impedance. It was decided to perform a procedure. During the procedure, the right ventricular lead was attempted to be explanted however, the head of the lead was unable to be removed from the body. A guidewire was used to give the lead some support to be removed but was unsuccessful. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.